Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). At the time of report, the occlusion had been resolved. Reportedly, customer resumed pump therapy.